Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle there was blood leaking from the rubber stopper. There was no report of impact on the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report #: 9617032-2024-01196 was submitted in error; it was a duplicate. Therefore, the report of reportable device malfunction has been sent in MFR report # 9617032-2024-01197. This MDR is now void.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle there was blood leaking from the rubber stopper. There was no report of impact on the patient or user.